Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document#: (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: conventional needles. Device failure: needle coring.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd conventional needles needle coring the stopper. The following information was provided by the initial reporter, translated from dutch to english: piece of rubber comes loose and ends up in the medicine. When pricking the vial of medication, a piece of rubber detaches and ends up in the medication. V.7702 (B)(6) b.f needle 18g 1.5 without filter. Sharp needles were used for the blunt needles. With the current blunt needle, you use more force, which can cause a piece of rubber to come loose. Sometimes you have this more than other times. Does bd have advice on how to prick so that pieces of rubber do not come loose and end up in the medication? When did the incident occur? - during use. (B)(6)2025. When the vial of medication is punctured, a piece of rubber comes loose, and thus ends up in the medication. V.7702 (B)(6) b.f needle 18g 1.5 without filter. Sharp needles were used for the blunt needles. With the current blunt needle, you use more force, then a piece of rubber can come loose. Sometimes you have this more than other times. Has bd advice to puncture so that no pieces of rubber come loose and get into the medication?